Manufacturer narrative:
Patient information was unavailable from the site. No parts have been returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a catheter placement procedure. It was reported that the axiem stylet would not track within the em field despite correct setup. A green light was showing on the axiem breakout box. No retractors were used, and a new stylet worked without issue. Navigation was not discontinued, and the surgery did not have to be delayed due to the issue. There was no user or patient harm, and there was no patient injury.